Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem was confirmed. The pump was found to be displaying last error code "46442" message in the pump information folder. Service recommended a microprocessor unit board to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received indicating that a cadd solis vip pump gave error 46442. There were no adverse effects due to the reported event.